Event description:
It was reported that (1) hp052 was used during a tonsilectomy procedure. It was reported by the rep that the surgeon got about two minutes in a procedure and the handle started to get very hot. The surgeon then stopped using the handpiece. It is unknown how the case was completed. There was no consequence to the pt or surgeon. The case was completed by cautery.